Manufacturer narrative:
Unit received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No motor error alarms were noted. The motor was tested outside the device and passed. Unit received with cracked belt clip slot.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08755 inches. No motor error alarms were noted. The motor was tested outside the device and passed. Device received with cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported that he was hospitalized and it was diabetes related. Customer was unable to provide the hospitalization details and stated that the he had a foot surgery. Customer was wearing the insulin pump at the time of hospitalization. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.